Event description:
The manufacturer received information alleging the user saw black stuff floating in the water chamber of the replacement dreamstation auto CPAP device when she began to use it. The user also alleges she was hospitalized with pneumonia after using the device. The device has not yet returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-86726-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to hospitalization (initial or prolonged). (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging she was hospitalized with pneumonia after using the device and user saw black stuff floating in the water chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging a user saw black stuff floating in the water chamber of the replacement dreamstation auto CPAP device when she began to use it. The user also alleged she was hospitalized with pneumonia after using the device. The device was returned to the manufacturer for evaluation. The product investigation lab observed dust/dirt contamination on the top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contamination was observed inside the ui panel. A hairlike substance was observed inside the top and bottom enclosures, and inside the ui panel. The product investigation lab is unable to directly address the symptoms outlined in the complaint. The lab did observe dust/dirt contamination in the airpath, likely from a source external to the device.